Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center the reported issue was not confirmed. Decision made to replace entire unit and scrap unit with reported issue. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. This device (bipap a30) was manufactured (11/21/2012) which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.